Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Additionally, scratches were found near the rupture site consistent with mechanical damage. It is likely that the balloon rupture is the result of interaction with the previously deployed stent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 6.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected to post-dilate a previously deployed unspecified self expanding stent implant in the superficial femoral artery. The pta catheter was advanced without resistance and upon the second inflation to 14 atmospheres, the balloon ruptured. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.